Manufacturer narrative:
The devices were returned to edwards lifesciences for evaluation. Per pre decontamination evaluation of the returned devices, the balloon ic bond was torn and the wings were visible, and the balloon material was bunched at the tapered tip.two major kinked regions in the hdpe of the sheath and liner bunching were observed.the investigation is ongoing.

Manufacturer narrative:
Update to d9, and h6 (device code, type of investigation, investigation findings and investigation conclusions) to reflect device evaluation. The devices were returned to edwards lifesciences for evaluation. During visual analysis it was observed the balloon material was bunched at the nose tip, the balloon ic bond was torn and wings were visible, and the sheath liner was bunched at the distal tip. Due to the nature of the complaint no functional testing or dimensional testing was able to be performed. The complaint is confirmed through visual inspection. Due to unavailability of the device lot number, a DHR (device history record) review and lot history review were unable to be performed. The IFU, device preparation training manual, and procedural training manual were reviewed for instructions/guidance for preparation and use of the devices. Per the procedural training manual, thv deployment: check to ensure thv is exactly between the valve alignment markers. Flex tip is on the triple marker. Balloon lock is locked. Perform thv deployment: unlock the inflation device. Initiate rapid pacing. Confirm placement of center marker within optimal initial center marker zone. Begin initial deployment with a slow controlled inflation. Fully inflate and hold for 3 seconds to ensure complete deployment. Completely deflate the balloon. Stop pacing and withdraw the balloon from the native valve. Verify flex tip is on triple marker to ensure full inflation of balloon during deployment. Ensure stability of delivery system during thv deployment. Slow inflation during initial deployment may help with stability of the delivery system and thv during deployment. If considered, reposition only at the very early stage of deployment. Do not exceed 20 seconds for inflation and deflation of the delivery system. Always maintain control of the plunger of inflation device when releasing it. Never lock the inflation device during bav or deployment. Possible aortic movement during initial deployment. A slow controlled inflation during initial deployment may help with stability of the delivery system and thv. Balloon burst: if delivery system balloon bursts or leaks during deployment without thv embolization do not use excessive force. Take care when crossing the thv, tracking back over the arch and removing the delivery system (through the tip of the sheath). Maintain guidewire position. Check for pv leaks under echo. If post-dilation needed, use a new delivery system and sheath. Based on the review of the IFU and training manual, no deficiencies were identified. During manufacturing of the delivery system, the delivery system and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformances contributed to the reported events. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for balloon torn was confirmed based on visual inspection of the returned device. Investigation of the device revealed no indication that a manufacturing nonconformance contributed to the event. A review of manufacturing mitigations supports that the delivery system had proper inspections in place to detect issues related to the complaint event. A review of IFU/training materials revealed no deficiencies. Potential root causes for material separation between inflation balloon and crimp balloon have been identified and documented in a product risk assessment (pra). As identified in the pra, high forces on the system during valve alignment may result in crimp balloon tearing prior to thv deployment. Potential sources of increased valve alignment forces could be residual fluid in the balloon, patient tortuosity, and performing valve alignment in a nonstraight section. The balloon profile may be affected by device preparation steps, such as inflating the balloon past the recommended 20 to 30% as instructed in IFU materials or leaving residual fluid in the balloon after deairing. If there is tortuosity present in the vasculature, it may be difficult to pull the balloon shaft through the flex shaft along bends in the anatomy. Furthermore, if the thv alignment is performed at an angle (nonstraight section of aorta), this can cause the thv to unseat from the flex tip (noncoaxial placement of valve in relation to the flex tip) during alignment and dive into the lumen of the flex tip. If the thv is unseated during alignment, it can result in additional valve alignment forces. Due to lack of additional patient or procedure information a definite root cause was unable to be determined at this time. The complaint for balloon torn was confirmed. No manufacturing nonconformances were identified during evaluation. Due to lack of additional patient or procedure information a definite root cause was unable to be determined at this time. No labeling, training, or IFU deficiencies were identified. Therefore, no corrective and preventative action nor pra is required at this time. A CAPA (corrective action preventative action) and pra was previously initiated.

Manufacturer narrative:
The devices were not returned to edwards lifesciences for evaluation. Therefore, visual, functional, and dimensional analysis could not be performed. Due to unavailability of the device lot number, a DHR review and lot history review were unable to be performed. The IFU, device preparation training manual, and procedural training manual were reviewed for instructions/guidance for preparation and use of the devices. Per the procedural training manual, thv deployment: check to ensure thv is exactly between the valve alignment markers. Flex tip is on the triple marker. Balloon lock is locked. Perform thv deployment: unlock the inflation device. Initiate rapid pacing. Confirm placement of center marker within optimal initial center marker zone. Begin initial deployment with a slow controlled inflation. Fully inflate and hold for 3 seconds to ensure complete deployment. Completely deflate the balloon. Stop pacing and withdraw the balloon from the native valve. Verify flex tip is on triple marker to ensure full inflation of balloon during deployment. Ensure stability of delivery system during thv deployment. Slow inflation during initial deployment may help with stability of the delivery system and thv during deployment. If considered, reposition only at the very early stage of deployment. Do not exceed 20 seconds for inflation and deflation of the delivery system. Always maintain control of the plunger of inflation device when releasing it. Never lock the inflation device during bav or deployment. Possible aortic movement during initial deployment. A slow controlled inflation during initial deployment may help with stability of the delivery system and thv. Balloon burst: if delivery system balloon bursts or leaks during deployment without thv embolization do not use excessive force. Take care when crossing the thv, tracking back over the arch and removing the delivery system (through the tip of the sheath). Maintain guidewire position. Check for pv leaks under echo. If post-dilation needed, use a new delivery system and sheath. Based on the review of the IFU and training manual, no deficiencies were identified. During manufacturing of the delivery system, the delivery system and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformances contributed to the reported events. The complaint was unable to be confirmed, as no returned device nor applicable imagery were provided for the evaluation. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, a manufacturing nonconformance was unable to be determined during the evaluation. A review of the manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. Per the report, the valve was deployed successfully, but the balloon burst during deployment. Patient anatomy was not provided; however, it is likely that the presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Available information suggests that likely patient factors (calcification) may have contributed to the reported event. The complaint for balloon burst was unable to be confirmed. Available information suggests that likely patient factors (calcification) could have contributed to the reported event. No IFU/labeling/training manual inadequacies or manufacturing non-conformances were identified. Therefore, no corrective or preventative actions are required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our affiliates in (B)(6), during implant of a 29mm sapien 3 valve in aortic position using transfemoral approach, the delivery system balloon burst. The valve was deployed successfully.